Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: imai, m., inoue, k., & kimura, t. (2021). Comparative pathological findings between coronary bare-metal stent implantation and balloon angioplasty over 16 years. Journal of cardiology cases, 24(5), 234¿236. Https://doi.org/10.1016/j.jccase.2021.04.011. Specific product details are not available. The exact event date is unknown. Complaint conclusion: as reported in the literature article by imai, m., inoue, k., & kimura, t. (2021). Comparative pathological findings between coronary bare-metal stent implantation and balloon angioplasty over 16 years. Journal of cardiology cases, 24(5), 234¿236. Https://doi.org/10.1016/j.jccase.2021.04.011, sixteen years after implantation of a 3mmx15mm palmaz-shatz bare metal stent, autopsy after non related patient death demonstrated severe luminal stenosis of the stented, distal right coronary artery (rca) stent. The patient death was due to heart failure due to cardiac amyloidosis and unrelated to the device. Marked proliferation of the neointima was noted in the stented site with spotty calcification around the struts. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿restenosis¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. Restenosis is a common adverse event of endovascular procedures. Procedures frequently used to treat the vascular damage from atherosclerosis and related narrowing and renarrowing (restenosis) of blood vessels include vascular surgery, cardiac surgery, and angioplasty. According to the contraindications in the safety information in the indications for use ¿generally, contraindications to percutaneous transluminal angioplasty (pta) balloon are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by imai, m., inoue, k., & kimura, t. (2021). Comparative pathological findings between coronary bare-metal stent implantation and balloon angioplasty over 16 years. Journal of cardiology cases, 24(5), 234¿236. Https://doi.org/10.1016/j.jccase.2021.04.011, sixteen years after implantation of a 3mmx15mm palmaz-shatz bare metal stent, autopsy after non related patient death demonstrated severe luminal stenosis of the stented, distal right coronary artery (rca) stent. The patient death was due to heart failure due to cardiac amyloidosis and unrelated to the device. Marked proliferation of the neointima was noted in the stented site with spotty calcification around the struts. The device will not be returned for evaluation.